Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approx four months post bilateral iol implantation the pt reported blurry vision. Reportedly bilateral yag was performed and the lens was repositioned in the pt's left eye. This report is for the pt's left eye. Add'l info has been requested. Ref MDR #2031924-2013-00020 for the pt's right eye.